Event description:
The user facility reported a 32-year-old female patient of unknown race and ethnicity was in acute myocardial infarction cardiogenic shock was implanted with an impella rp device for mechanical circulatory support. It was reported that following placement of an impella rp pump, the doctor was placing deep mattress sutures when a suture snapped. The doctor's hand subsequently jerked and pulled the repositioning sheath and pump out of position. After multiple unsuccessful attempts to reposition the device, the decision was made to explant the device. There was no patient harm.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury¿

Manufacturer narrative:
The investigation for the reported positioning issue has been completed. The device was not returned for evaluation. However, clinical information provided is sufficient to determine the root cause. The root cause of the positioning issue was use related.